Manufacturer narrative:
No product was returned.

Event description:
Caller reportedly received the following results on an compact meter, compared to a professional meter, within 10 minutes: 7.? Mmol/l (compact) and 4.6 mmol/l (hospital's meter). No adverse event was reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.